Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Endosseous dental implant removal. Ten implants were placed in class ii bone during routine procedures. Three of the 10 implants failed (lost osseointegration) and were removed (sites #3,18,19).